Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed broken objective lens and rod lens issues were determined to likely be due impact force during user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, rigid endoscope telescope had a broken objective and rod lenses. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.